Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 35 mg/dl. Customer stated that the insulin pump had a loose lip ring and the reservoir did lock in place. It was unknown that if the insulin pump was in auto mode at the time of the incident. Troubleshooting was performed for damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor test and occlusion test. Device received with cracked case, cracked case-corner of belt clip rails, cracked battery tube threads, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted. (B)(4).